Event description:
This report is based on information provided by philips bench repair and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator monitor indicating power does not turn on. The device was not in clinical use at the time the issue was discovered. There was no reported patient impact / injury. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The philips bench repair is unable to reproduce failure and unable to determine the cause of the pepper from the logs. The philips bench repair consider the som board may have failed and replaced the som board (453564489051 dfm100 assy as) to solve the issue. Dfm100 som pca assy s/n: (B)(6) is returned for failure analysis. The problem "the power does not come on" was verified in lab testing. The dfm100 som pca assy booted to blank screen boot loop. This pca ¿ dfm100 som pca assy defective.

Event description:
This report is based on information provided by philips bench repair and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator monitor indicating power does not turn on. The device was not in clinical use at the time the issue was discovered. There was no reported patient impact / injury. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
It was reported to philips that the power does not turn on. Device was in clinical use but no reported adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.